Event description:
A surgeon had previously reported an overall total of 18-20 pts with symptoms of tass (toxic anterior segment syndrome). That event was reported in MDR 1119421-2009-00027. A site visit was conducted and the results had also previously been reported. Following the site visit, the facility had determined that the monarch iii reusable handpiece was the suspected product. Additional info was received from the surgeon with nine pts identified with tass symptoms one day following intraocular lens (iol) implant surgery. The surgeon reported that the pt associated with this report was treated with medications and the pt's symptoms have resolved. In a f/u, the surgeon reported the outcome of the pt was excellent. There are nine medical device reports associated with this event. This is the eighth of nine reports.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. Additional info was requested on 12/18/2008, 12/19/2008, and 03/24/2009 by phone, fax, and mail. A completed questionaire was received on 03/31/2009. A facility site visit was conducted on 02/02/2009 and 02/03/2009. The recommendations were as follows: in an effort to reduce the risk of tass occurring in their pts and to improve their practices, the facility had a consultant evaluate their procedures and processes. Several potential causes of tass were identified from info provided by the staff. The findings are: inadequate manual cleaning of instrumentation; use of pss select germicidal solution in the instrument cleaning process; use of tilex as a cleaner for the instrument trays; inadequate amount of water used to flush the phaco and I & a handpieces; use of tap water in the instrument cleaning process; homemade tubing used to flush handpieces left sitting on the counter between surgery days; inadequate cleaning of gem blades; reuse of single use items; use of reusable cannulas; use of rubber irrigator; use of preserved eye drops at the end of the procedure; epinephrine containing preservatives added to the bss solution; vancomycin added to the bss solution; use of powdered gloves; touching cannulas, cartridges, or intraocular lens with a gloved finger while loading it into the insertion cartridge; stressing the system.